Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Lancet is protruding from the end cap after being seat properly in the lancing device. No adverse event. The lancing device and lancet are being returned and replaced.